Event description:
Rptr had implant surgery on 8/1/84 at the age of 46. The procedure was done for reconstruction. Scar tissue formed around left side almost immediately. Rptr experienced headaches, fatigue and arthritis symptoms within 2 yrs.